Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional medical device problem code 1494. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation findings code 3243. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code.

Event description:
It was reported that a patient experienced a dental abutment fracture.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.